Manufacturer narrative:
(B)(4). Device product code: hbw. (B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the first screw could not go ahead into the patient¿s bone because the tip of the screw was not sharp. The second screw fractured after it was inserted into the patient¿s bone completely. The surgeon attempted to remove the tip of the screw from the patient¿s bone but he/she could not remove it. The surgery was completed using another new screw. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screws were visually evaluated and showed signs of use. One of the screws was fractured near the start of the threaded section and the other was rounded at the tip. Functional testing was conducted on the screw with the rounded tip. Functional testing was done by using a blade and driver to drive the screw into a block of white oak wood. The screw did not insert into the wood, therefore the complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the screw being damaged during an insertion attempt. Potential contributing factors could be the density of the patients bone and the insertion angle of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.